Event description:
It was reported via repair work order that the brake indicator lights were not working due to the brake switch bracket being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.